Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient experienced pain in the thorax and retrosternal after implant. An x-ray examination revealed a possible atrial lead dislodgement. The patient was hospitalized for an MRI procedure on (B)(6) 2015, an x-ray examination and an echocardiography were performed. Atrial and ventricular leads were successfully repositioned.